Event description:
It was reported that during a left carotid artery (lca) stenting treatment procedure, the physician was unable to implant the stent. The lesion being treated was calcified and 80% stenotic, but the 7 mm diameter reference vessel was not tortuous. The physician used an 8f guide catheter to access the lesion via the right groin. There were no difficulties navigating the system through the sheath. The stent delivery device and filterwire were sufficiently flushed with heparinized saline at prep and the physician used fluoroscopic guidance. It is unknown whether the lesion was predilated. The filterwire ez was opened beyond the stenosis with no problem. During the stent introduction process, the physician felt resistance and found the wire of the filterwire ez was kinked in the x-ray picture. He felt resistance when he withdrew filterwire ez and carotid wallstent out of the patient's body. Upon removal, of the stent delivery system, it was noted that the catheter was fractured. The filterwire was not fractured, but was badly kinked. The patient was asymptomatic during this event. The procedure was not completed as the facility did not have another filterwire. No additional intervention was required. It was reported that there were no injuries or complications for the patient. Patient status is reported as "no problem."